Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with stress urinary incontinence (sui) and was implanted with an advantage sling on (B)(6) 2018. As reported by the patient's attorney, the patient underwent advantage sling revision surgeries on (B)(6) 2018 and (B)(6) 2018. Boston scientific has been unable to obtain additional information regarding the event to date.